Manufacturer narrative:
A1, 2; b4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) has completed its investigation. An mr technologist introduced a non-ferrous chair with an attached ferrous IV pole into the mr scan room. The ferrous object became attracted to the magnetic field and struck a second technologist who was also present in the scan room resulting in injury. The site confirmed that mr safety signage was appropriately displayed and that the involved mr technologist had received training in mr safety protocols. The root cause of the event was determined to be inattentive personnel which is a use error. Gehc operator documentation outlines the risks and safety precautions associated with bringing ferrous materials into the scan room while the magnet is at field. No further action is planned by gehc.

Event description:
A technologist brought a non-ferrous chair with an attached ferrous IV pole into the mr scan room, resulting in it becoming attracted and attached to the magnet. During the incident, a second technologist also in the mr scan room was struck by the object and sustained a thumb fracture, which was treated with a splint.

Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308. A: no additional patient information has been provided. Ge healthcare has requested patient information from initial reporter. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.